Manufacturer narrative:
Additional information was received that the lead pulled out so far from the epidural space that it was bent and the bottom corner was broken. It was also noted that the contacts had fallen off and the silicon part was broken. The patient underwent a revision procedure wherein the lead was replaced and the patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a burning sensation in the thoracic spine when stimulation was turned on. Fluoroscopy was taken and showed that the lead was completely dislodged and migrated. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing a burning sensation in the thoracic spine when stimulation was turned on. Fluoroscopy was taken and showed that the lead was completely dislodged and migrated. The patient will undergo a revision procedure.